Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, underweight. A visual and microscopic analysis was performed which identified: sharp opening and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling. Clarification to explant date: explant surgery is planned for the future.

Event description:
Physician reported left side rupture. The device remains implanted.